Event description:
Pt had radiofrequency ablation using 16 gauge 3 1/2 inch needle, neurotherm unit 2:30 min twice same session and at 2 different locations. No marks other than needle sticks. Pt returned 3 weeks post procedure (B)(6) 2015. Dr noticed 2 wounds, one dime sized and the other 4 mm diameter (burn to the skin x 2). Pt told to watch and was seen (B)(6) 2015 non-healing wounds. Referred to wound specialist.